Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was passed through the working channel, the patient was cannulated and the sphincterotomy was performed. When opening with a larger arch, the cutting wire broke. A photo of the device was provided by the complainant and showed that the cutting wire was broken. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a4: the patient's weight is 57.7 kg; reported here as the patient's weight exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.